Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that he was excessively bleeding at his sensor insertion site. Patient's wife removed the sensor and took the patient to the emergency room, where they applied a heavy-pressure bandage to stop the bleeding. Patient's bleeding had not stopped by the next day, so he returned to the emergency room, where he got two stitches to stop the bleeding. Patient reported that he currently takes a blood thinner medication. Patient was fine at the time of his call to dexcom technical support.